Event description:
It was reported that the medication in the catheter was tested and there was a problem with the concentration so the healthcare provider (hcp) wanted the rest of the medication in the catheter removed. The reporter stated that the testing showed there was 0 concentration of dilaudid but the bupivacaine and dilaudid were the same amount so they believed it was actually double concentration of bupivacaine; however, this was not confirmed. The caller stated they want to clear out the medication and the physician wanted to perform a bridge bolus without making any changes. Troubleshooting was performed and it was discussed that the bridge bolus was not needed. The caller was to inform the physician that a bridge bolus was unnecessary. The patient was reportedly "in a lot of pain". It was later confirmed that the event was due to error in the makeup of the intrathecal medication; omission of hydromorphone in the drug mixture. The pump was emptied of the incorrect medication and refilled with new medication. The patient was hospitalized as a result of the error. Patient outcome was reported as no injury.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).